Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140994.

Event description:
It was reported that patient had an infection at the midline incision. Symptom of redness was noted at the site. It was noted that the infection was not device nor procedure related. The patient was prescribed with antibiotics and was reportedly doing well.